Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 240 units, and remained static at 90 units. At the time of the reported event, the customer reported that the insulin gauge decreased to 45 units and was an accurate fill estimate. As the reported event was not occurring at the time of the call, tandem technical support was unable to perform troubleshooting. There was no reported impact to the customer's blood glucose level.